Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, battery tube threads, minor scratched display window and detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.